Event description:
During surgical procedure, after incision was made "there was found to be a malfunction of arthrex 6400 arthroscopy pump. The pump would not function with tubing applied after MFR recommended trouble shooting techniques implemented, including tubing change. Sales rep and operators manual were consulted with no sucess in promoting remedy to malfunction. The pump wheel would not turn with tubing in place. However, it would turn without tubing, yet little pressure would stop wheel from turning. Biomedical engineer evaluated the pump and determined mechanical failure, case was cancelled, wound was closed & pt anesthesia reversed. Pt will have to return for procedure to be performed in it's entirety.